Manufacturer narrative:
The device was received for evaluation. During visual evaluation, one of the spikes was observed separated from the tubing. The reported condition was verified; however, the cause of the condition could not be determined. Additionally there are controls in place related to this event in the manufacturing plant. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system y-type blood/solution set disconnected. The event was further described as during priming the nurse went to spike the set and it had completely disconnected from the male end. The event occurred during an infusion of blood cells. There was no patient injury or medical intervention associated with this event. No additional information is available.